Manufacturer narrative:
Livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that of a s5 gas blender system reading 0.3 co2 when port was plugged. The customer requests to have the unit evaluated and/or calibrated. There was no patient injury.

Manufacturer narrative:
The unit returned to manufacturing's site and during the inspection the reported event was confirmed. In order to fix the issue, co2 mass flow controller and its relative flow sensor were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Root cause of the reported issue can be traced back to defective co2 mass flow controller and its relative flow sensor.

Event description:
See initial report.